Manufacturer narrative:
(B)(4). The hospital reported the unit remains in service with no further reported complaint. (B)(4).

Event description:
The hospital reported the oxygen flush button became stuck halfway. The user pressed the button, and the button released. There was no report of patient involvement.